Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had hospitalized due to high blood glucose level on (B)(6) 2021. Blood glucose level at the time of incident was 700 mg/dl and the current blood glucose level was 309 mg/dl. Customer was hospitalized for whole day and treated hyperglycemia with insulin drips. Customer had been using insulin pump within 48 hours of reported. Customer stated that auto mode was active at the time of incident. Customer alleged insulin pump was under delivering. The insulin pump will be returned for analysis.